Manufacturer narrative:
Pt rec'd the starter kit including a meter, strips, and 4 alcohol pads on (B)(6) 2010. No add'l alcohol pads were sent to the pt besides what came in the initial kit. Info provided by the pt cannot definitively rule out that pt's infection was caused by the alcohol pads, but the likelihood of this is low based upon the original ship date of the starter kit and the limited number of alcohol pads in that kit.

Event description:
Pt called distributor to see if her paperwork had gone through after recently moving states and she mentioned that she had an infection on her finger from the alcohol swab recall that had required surgery. It has since been resolved. Customer was not worried and stated that it has healed. She is now trying to find a doctor in her new location to set up an inr home testing system.